Event description:
During lffp/lletz procedure wire on fischer cone biopsy excisor became dislodged.

Event description:
During leep/lletz procedure wire on fischer cone biopsy excisor became dislodged.